Manufacturer narrative:
(B)(4) date sent: 12/04/2025 d4: batch #422d22 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cecr60d reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The reload was tested for functionality and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot e25040011, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 422d22, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.